Event description:
It was reported that the anesthesia system checkout due to an issue with a pressure transducer. There was no patient involvement during the event. Manufacturer's reference number: (B)(4).